Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ambulance patient transport to the hospital and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's spouse called the ambulance to transport the patient to (B)(6) hospital with hypoglycemia. The patient's blood glucose levels declined to 2.4 mmol/l (43.2 mg/dl) while wearing the pod between 5 and 24 hours. The patient stated that they 'probably had a miscalculation with their carbohydrates', resulting in low blood glucose level. Symptoms reported include the patient having a seizure and was unconscious. The patient was initially treated with nose spray (baqsimi) given by the patient's spouse and then was treated by the paramedics with removing the pod and giving them 4 mg of glucose via intravenous. At the hospital they were diagnosed with hypoglycemia and discharged after 2 hours.

Manufacturer narrative:
A folder of user-initiated log files uploaded on 02jan2026 from the controller serial number reported in the complaint was downloaded and reviewed. The focus of log review is the period of 29dec2025-31dec2025, the time on and around the date of occurrence when the reported pod was used. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm was able to appropriately reduce and stop automated basal insulin delivery as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. Review of the log files confirmed that all alerts, notifications, and reminders were correctly generated as conditions were met, including urgent low glucose alerts as estimated glucose values reached and went below 55 mg/dl, and missing sensor values reminders when the pod and sensor lost connection for extended periods of time. Review of the log files confirmed that all boluses were correctly calculated based on the inputs, insulin on board, and user settings. These boluses were successfully delivered correctly, as the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume of each bolus. No evidence of an overdelivery of insulin or of any issues with the system were observed in the available log files.